Event description:
During placement the nurse had easy access. About mid chest she felt resistance and the sherlock was spinning out of control. Nurse pulled the catheter back and could feel it uncoil. Nurse then removed the entire catheter, the last 3 mm of the 3 cg was hanging off at a 90 degree angle. A second line was placed as a midline. The pt has had previous central piccs placed.

Manufacturer narrative:
The complaint of a damaged stylet was confirmed, but the cause remains unk. The product returned for evaluation was a 3 cg stylet. Dark red residual material was observed throughout the sample. The distal approx 0.2" of the magnetic tip was partially detached. It appeared to be attached by the core wire alone. Microscopic examination (40x - 80x) was performed on the fracture surfaces. The magnets all appeared to be whole and undamaged. The fracture surface of the polyimide tubing was relatively clean and uniform. The wall thickness of the tubing did not appear to be uniform. The polyimide tubing wall thickness was measured to have a minimum thickness of approx 0.000643", and maximum thickness of approx 0.002197". It is possible that the variation in polyimide tubing wall thickness contributed to the break in the magnetic tip; however the exact cause remains unk. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.